Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2022 to 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that retractor cable was broke and metal part of retractor cable touched the module board which created short circuit, found few medication pouches on the backside of drawer. A field service engineer installed a new ciisafe and new flash drive, assisted technical support to configure system to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis cii safe system retractor cable was broken. During device investigation, a field service engineer found that the metal part of retractor cable touched the module board which created short circuit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor cable was broken and the metal part of retractor cable touched the module board which created short circuit. A field service engineer installed a new cii safe and new flash drive to resolve. The system functioned as intended. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis cii safe system retractor cable was broken. During device investigation, a field service engineer found that the metal part of retractor cable touched the module board which created short circuit. There were no adverse events or injuries reported based on this event.